Manufacturer narrative:
Two samples from the patient were submitted for investigation. The high ft4 value was not reproduced in the investigation; a value well within the normal reference range of the ft4ii assay was generated. An interfering factor to the reagent could not be identified in the investigated samples. A general reagent issue can be excluded when comparing the results obtained in the investigation with the customer's results. No product problem could be found. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer is evaluating roche thyroid assays against their current abbott method. The customer complained of questionable results for one patient tested using the elecsys ft4 ii assay, ft3, and tsh on an unknown roche analyzer. It is unknown if any erroneous results were reported outside the laboratory. Tsh by the roche method was 1.90 uiu/ml; by the abbott method it was 1.443 uiu/ml. Ft3 by the roche method was 4.0 pg/ml; by the abbott method it was 3.02 pg/ml. Ft4 by the roche method was 2.17 ng/dl; by the abbott method it was 1.12 ng/dl. There was no allegation of an adverse event. Patient samples were received by the manufacturer for investigation. This report is for the ft4 assay. Refer to the reports with (B)(6) for the ft3 assay and (B)(6) for the tsh assay.